Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of perforation and surgical procedure, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other rx graftmaster 2.8 x 19 device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a free perforation with extravasation in the mid to proximal left anterior descending (lad) coronary artery with chronic total occlusion (cto) that was heavily calcified. A 2.8x19mm rx graftmaster (lot number 6051041) covered stent was deployed at 15 atmospheres (atm) in the perforation, however, an angiogram showed the perforation was worsened / exacerbated distally. Thus, a 2nd 2.8x19mm rx graftmaster (lot number 5120141) was deployed distally at 15 atm to cover this perforation, but the perforation continued to worsen further distally from this stent, as well, and the bleeding continued. Due to the presenting cto and heavy calcification, the vessel was reportedly deteriorating upon placement of each stent. The patient then experienced pericardial effusion, cardiac tamponade, coded (cardiac arrest), and was resuscitated and intubated. The perforation was successfully surgically repaired via open heart surgery and placement of sutures, and a pericardial window was created, resolving the effusion, tamponade, and arrest. As of (B)(6) 2017, the patient has been extubated and preparing for discharge to cardiac rehabilitation. No additional information was provided.